Event description:
Per the clinic, the patient experienced extrusion of implant through the scalp, which was attributed to thin skin. Subsequently, the device was explanted (specific date not reported). There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.